Event description:
Sinus perforation reported. Therefore, the implant was removed. Tooth number 6..

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code were added: 3331 and 4110. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. However, no apparent damage / malfunction that would cause or contribute to the reported events was identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Based on the available information, a device malfunction did not occur. The reported events are non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device available for evaluation was updated to no. Section b1 - product problem was checked in error. The following sections are being reported: d4: UDI number was removed. H6: component code was added: 4115. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon follow-up the product returned information was updated.